Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) sounded and displayed an alarm for battery failure despite being connected to the power supply. Consequently, the aic was replaced. There was no report of harm to the unknown age patient noted to be in stable condition.

Manufacturer narrative:
The investigation into the battery error issue has been completed. Data review: after reviewing the imc logs, the reported battery error issue was confirmed. There were multiple instances of battery failure alarms (transport connection blown/missing). Battery failure alarm (low voltage) [v < 12v], and battery level low (50%) found on the reported occurrence date. Device analysis: ic11003 was tested after arriving in field service. Battery error issue was able to be reproduced. Results of running batttest on telnet revealed that vcell2 in battery1 had a voltage that was significantly less than the rest of the cells in the battery. Conclusion: reported battery error issue was determined to be caused by internal battery cell imbalance (found in vcell2 of battery1). G1 corrected manufacturing site name and address